Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the pump battery depleted from 40% to 5% quickly. Customer reported blood glucose level was not impacted by battery issue. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.